Manufacturer narrative:
Complaint internal reference: (B)(4). H10, h2, h3, h6: the reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a isolated issue. Visual evaluation shows moderate electrode erosion. No manufacturing abnormalities were observed. The wand was connected to a compatible controller and activated in saline solution at the default and max settings and performed as intended. The suction line was tested and performed as intended. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) the suction-/saline lines were not properly connected or the suction pressure at the customers facility may have not supplied enough pressure in order to excavate tissue (2) extended power to the connector. Steam can be noticed if sufficient saline isn¿t being provided to the tip of the device to promote full plasma functionality. The saline will then burn off the tip during activation and create the impression of smoke or fire there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure, the wand was on fire when it was used. It is unknown if a backup device was available and if a delay happened in the procedure. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.